Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose(bg) level. Specific bg value was not provided. Reportedly, the customer was using off-label insulin for insulin therapy. Tandem technical support educated the customer on cartridge/insulin labeling. A bolus was delivered and manual injections were administered to address bg level.